Event description:
It was reported that during daily cleaning, cs100 intra-aortic balloon pump (iabp) has display failure. There was no patient involvement.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name:(B)(6) hospital) event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4 (version #), e1 (event site telephone), h6 (medical device ¿ problem code). Due to characterization limit e1 (event site name): (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was solved by reconnecting the screen cable. The unit passed all the functional and safety tests as per factory specifications. It was released to the customer for use.

Event description:
It was reported that during daily cleaning, the customer noticed that the cs100 intra-aortic balloon pump (iabp) display had a stripe on the screen. There was no patient involvement reported.